Event description:
Sales rep reported that once the guide pin was removed after the suretac was placed, it was noticed that the tip of the pin was broken and missing. X-ray confirmed that the tip was in the suretac, in the pt. Surgery was converted to an open-procedure in order to remove both the suretac and the broken tip. Bankart repair was completed using a competitor's device. The issue caused a one hour delay.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.